Manufacturer narrative:
Isi has not received the sureform stapler 60 instrument involved with the reported event. In addition, the blue sureform stapler 60 reload involved with the reported event was discarded by the site. Therefore, at this time, the root cause of the operative complication cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs show that a sureform stapler 60 instrument (part #480460-06, lot #t10181004-0146) fired five sureform stapler 60 reloads (1 green and 4 blue). The first four firings (1 green and 3 blue) were completed. The fifth firing (blue reload) resulted in a firing failure. There were no pauses for compression during the firing failure. The system logs recorded an error #22030, which is usually only logged on sureform when the firing fails in the last 5mm of the fire. No incomplete clamps were identified by this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, a sureform stapler 60 instrument allegedly misfired with a blue sureform stapler 60 reload installed. As a result, a hole was identified of stomach tissue. The surgeon repaired the intra-operative complication robotically with sutures. However, the root cause of the intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform stapler 60 instrument allegedly misfired. As a result, the initial reporter claimed that the stapling misfire caused a hole in the patient's stomach which was repaired by the surgeon. On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta), and the following additional information regarding the reported event was obtained: the cta was not present during the da vinci-assisted sleeve gastrectomy procedure which was not recorded on video. The cta indicated that he received a call from the surgeon after the event occurred. The surgeon indicated that during his final fire of a blue sureform stapler 60 reload, the tissue looked like it was getting pushed out the end of the instrument. There were no issues clamping down on the stomach tissue which appeared to be normal according to the surgeon. The surgeon claimed that some of the staples did not appear to have the "b-shape" formation and some staples were not embedded in the tissue. After the fire was completed, a hole in the stomach tissue was identified. The cta indicated that it appeared as though the stapler instrument cut but the staple lines were not created. The surgeon repaired the hole robotically with sutures. The surgical procedure was completed robotically and the patient has since been discharged from the hospital. No post-operative complications have been reported. The stapler reload involved with the reported event was discarded by the site.

Manufacturer narrative:
Additional information can be found in section d4 (UDI #), g3, g6, and h2. The UDI number has been identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the blue sureform stapler 50 reload associated with this complaint and completed investigations. The stapler reload was found to have the knife exposed within the knife track carrying heavy biodebris and staples. The knife of the stapler reload was also found with indentations to the blade edge. The known common cause of these failures is mishandling/misuse. The stapler reload was found to have a firing failure. Isi has received the sureform stapler 60 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint that the stapler instrument misfired. The instrument was found to have a firing failure(s) based on a system log review but was not replicated during in-house testing. The stapler instrument was tested in-house and the instrument initialized, clamped, fired using a heavy testing sheet, and unclamped without any issues. Upon visual inspection there was no physical damage found. A follow-up MDR will be submitted if additional information regarding this complaint is obtained. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, a sureform stapler 60 instrument allegedly misfired with a blue sureform stapler 60 reload installed. As a result, a hole was identified of stomach tissue. The surgeon repaired the intra-operative complication robotically with sutures. However, the root cause of the intra-operative complication is still unknown.